Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient(pt) had broken stim on/off button on the top of the controller. The button disappeared inside the unit and it was very difficult to charge right now. Patient noticed the button was broken ages ago. Patient just dealt with it but it got worse and worse. A request was sent to repair to replace the controller. Patient mentioned in the past they had equipment that broke and patient never returned it. Pt will return it with this controller. Patient also mentioned a previously reported event. See (B)(4). Pt reported they had to charge every 12 hours and patient thought that was a bad setup and they wished to get a better implant battery. Patient said sometimes patient had to go without it, sometimes they forgot charging which was not good either. Pt said they already tried reprogramming so many times. It is just a bad system even though it helps when it is working. Pt said they know that abbott has a better battery.